Event description:
It was reported the stretcher is intermittently lowering in an abrupt manner. No patient injuries were associated with the reported issue.

Event description:
It was reported the stretcher is intermittently lowering in an abrupt manner. No patient injuries were associated with the reported issue.

Manufacturer narrative:
Multiple attempts were made to contact the end user for additional information on the alleged issue. No response has been received and the stretcher has not been made available for evaluation.